Event description:
The endovascular graft was placed according to the IFU. The proximal body introduction sheath leaked blood continuously for the duration of the procedure. The leaking occurred between the black captor valve and the white ring with ID markers. Attempts were made to tighten the valve to reduce the bleeding with no success. Approx 50cc of blood loss occurred due to the leaking valve. The pt was transfused with 2 units of blood. The procedure was completed with good results and no pt complications were noted.

Manufacturer narrative:
The sheath was returned to cook (B)(4) for eval. Using a syringe attached to the side arm and the proximal end of the sheath covered, there was no leakage with the valve in the open and closed positions. With a 20fr pusher inserted through the valve, there was slight leakage with the valve in the open and closed positions. It was noted that the leakage appeared to be between the iris/captor base and the iris/captor rotator. The captor was consist of a nephroscopy cannula, sidearm, iris/captor base, iris/captor rotator, iris/captor snap cap. The iris/captor rotator can have an open lumen or a closed lumen. In the open position, the base (containing the 3 silicone discs) should make an adequate seal with the pusher or coda balloon catheter, and is used this way when the delivery system is inserted into the pt. The rotator can be loosened or tightened for the introducer and/or removal of ancillary devices into and out of the sheath, as well as a moulding balloon. The haemostatic through the valve. The most likely cause of the leakage is damage to the 3 silicone discs in the valve. There discs have pre-cut site to allow insertion of the pusher through the valve and extension/tears/damage of these slits causes the discs to no longer make an adequate seal. It is unk when the damage to the silicone discs occurred. As the flexor sheath is supplied to cook (B)(4) by (B)(4). (B)(4) have been informed of this report and the sheath has been returned to them for further eval. The IFU sent with the device states: "elevate distal tip of system and flush through the stopcock on the captor hemostatic valve until fluid emerges from the sideport near the tip of the introducer sheath" where any leakage would most likely be detected prior to pt contact. The IFU also states: "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the haemostatic valve though out the procedure,but is specifically relevant during and after manipulation of the grey positioner. After the grey positioner has been removed, if blood loss is excessive, consider placing an uninflated moulding balloon or an introduction system dilator within the valve, restricting flow". Flexor sheath assemblies are subject to an incoming inspection to confirm the rotating capabilities of the valve to the fully open and closed positions; this is completed with nothing through the valve and with a 14fr dilator through the valve. In addition, the connection between the four components (iris rotator, iris base, iris snap cap and nephroscopy cannula) of the captor is checked.